Manufacturer narrative:
Attempt(s) to acquire info required for this form were made by gore. Blank required fields indicate that the info was not provided, was deemed unavailable or was not applicable. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Additional device implanted in 2009 and involved in this event.

Event description:
Two gore tag thoracic endoprostheses were implanted in 2009. The pt lost consciousness with 48 hours and, although briefly regaining it, again became unconscious a few hours later. Severe acidosis was found at that time. On the following month, the pt expired. The physician stated the cause of death as multi-system organ failure, due to 'shower emboli'.